Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump makes some noise with the cap secured, but then goes silent and has a blank screen. The battery cap was reportedly replaced with a new one and this had no effect on the issue. Customer support was unable to determine the cause of the power loss through troubleshooting with the reporter. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power malfunction remained unresolved at the conclusion of the call with customer support.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the black box did not verify evidence of power on resets and there are no alarms related to the complaint in the alarm history. The pump was exercised for 24 hours with returned battery cap and no power loss or rebooting was duplicated. No damage was found to the battery cap or battery compartment. The battery cap returned with the pump was able to fully tighten, with no visible yellow o ring showing. A battery cap functional test was performed; no battery cap connection defects were observed. There was no evidence of moisture or evidence of damage to battery flex or power circuit. There was no defect found; unable to duplicate compliant during investigation.